Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2023 after suffering a mechanical fall from tripping. The patient's international normalized ratio (inr) of 4 was noted since it was previously in the range of 2.1 two days prior to the fall. The patient passed away due to a hemorrhagic brain bleed on (B)(6) 2023 secondary to the fall.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas) and the reported event and subsequent patient outcome could not be conclusively determined through this evaluation. The device reportedly operated as expected and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C is currently available. The IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.